Event description:
Customer was taken to the emergency room by ambulance and admitted to the ICU after reporting a high blood glucose level that was displayed as "high"; although a specific value was not provided. Reportedly, the customer experienced a bruise from falling along with ketones that were not identified as dangerous by a healthcare provider. Treatment involved intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified. Customer was released on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.